Manufacturer narrative:
The reason for this revision surgery was to correct the subsidence of a hip stem after 2 months of use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was not available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr no. 21874 is associated with this part number and lot. The ncmr dealt with an air gauge issue at operation 20. The parts were reworked and deemed acceptable for use. The form, fit or function were not affected by this issue. A review of the product complaint report history showed this is the first complaint against this part number submitted for a stem subsidence. The remaining complaints have resulted from other issues such as instability and pain. No information was supplied that definitively described the root cause of the stem subsidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the stem subsiding post operation.